Event description:
A zoll pt svc rep (psr) called zoll customer support to report that one of a (B)(6) male pt's battery packs weren't working. The pt was issued two replacement battery packs.

Manufacturer narrative:
Device eval of battery pack sn (B)(4) has been completed. The reported problem (battery defective) was confirmed. Upon investigation the battery was unable to recharge or power up a test monitor. The cause for the failure was isolated to a blown battery fuse. The root cause for the blown fuse could not be positively identified. Device eval of the battery pack sn (B)(4) has been completed. The reported problem (battery defective) was confirmed. Upon investigation the battery was unable to recharge or power up test monitor. The cause for the failure was isolated to a blown battery fuse. The root cause for the blown fuse could not be positively identified. No adverse event resulted from the defective battery packs. The pt received two replacement battery packs. H4 device manufacture date: sn (B)(4): 01/2010.